Event description:
It was reported that a 250ml intravia container had a black marking inside the bag. This was observed after compounding with cyclophosphamide. The technician attempted to remove the black marking and realized the marking was inside the bag on the top (embedded). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a black stripe. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.